Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain. There was oversensing detected on the right ventricular (rv) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that oversensing re-occurred. No intervention was planned as the clinic is continuing to monitor for now as the patient is asymptomatic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.